Manufacturer narrative:
The reported event could be confirmed since the device was not returned for evaluation and but radiographs provided confirmed the event with available radiographs, a formal medical opinion was sought: this is a case of nonunion, and there was continuous movement in the fracture parts due to a lack of stability, which caused fatigue breakage. In an unstable distal femur fracture, three screws in the distal end were probably not enough for the needed stability. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The exact root cause cannot be defined as non-unions are, in general, multifactorial. The location and pattern of the fracture, biology, and the technical aspects of the surgical procedure have contributed to the event. Furthermore, patient activity levels post-op may also have contributed to an inadequate load distribution and, therefore, the breakage of the implants. If more information is provided, the case will be reassessed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "patient underwent orif (B)(6) for distal femur fracture. Revision surgery on (B)(6) 2025 due to pseudoarthrosis and fracture of (B)(6).".

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As reported: "patient underwent orif (B)(6) for distal femur fracture. Revision surgery on (B)(6) 2025 due to pseudoarthrosis and fracture of (B)(6)."